Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI)#: unable to determine entire UDI# as information was not provided. G4: PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilator was alarming tf 316. No patient involvement was reported.

Event description:
Additional information received indicates that the customer was able to send logfiles for further investigation.

Manufacturer narrative:
Device evaluation update: g6, h2, h3, h6 and h11. Findings / root cause: lack of filter maintenance has caused the moogairmaxp45 blower to fail.